Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient was no longer able to hear with his ci. Testing shows that the device has malfunctioned. An accident or trauma is not known. The patient was reimplanted on (B)(6) 2011.